Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse noticed some black material had stuck to the bag inside during filling the cassette. The cassette was not used with patient to avoid it getting into the patient's bloodstream. There was no patient involvement.

Manufacturer narrative:
D3 - postal code updated. One suspected device was returned for evaluation. One customer image was returned showing a cassette with a black particulate matter present on the casing. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. Upon visual inspection, one black particulate matter were observed in the cassette casing outside of the fluid path. Black particulate matter measured at 1.50 sq.mm. No other damages or anomalies were observed. The cassette presented with black particulate matter outside of the bag described as a black plastic cluster. The complaint of debris in the cassette can be confirmed due to the loose particulates found within the cassette.